Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the battery compartment connection to pwa board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during a new battery replacement, the nurse noticed that the pump was hot to the touch. The nurse placed the pump down and the battery cover popped open. The nurse picked up the pump and noticed a sizzling sound coming from the batteries. It appeared that there was electrical fire within the pump. Remnants of battery acid was inside the pump. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer